Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The videoscope was returned to the service center with a report of holes in the insertion tube. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, it was found that the bending section cover adhesive was chipped. There was no patient involvement.